Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leaking issue with an unspecified number of access solution sets. The leaking issue was further described as solution continuing to drip when the chamber was empty. The infusion pump used at the time of the event was not specified. These events were discovered during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.